Manufacturer narrative:
Additional information: the patient has a history of smoking, hypertension, mi, copd, and peripheral vascular disease. During the index procedure one resolute onyx des was implanted in the rca and one resolute onyx des was implanted in the cx mi occurred one day post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cec adjudicated mi as a non q wave mi (target vessel), 3rd udmi peri pci in the cx.